Event description:
It was reported that one month after manufacture, the pulse generator measured current drain was normal at 11 ua. After three months, the current drain rose to 16 ua and had been fluctuating between 16 and 18 ua on daily measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Distributor high current drain: device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.